Event description:
It was reported that when the device was interrogated prior to implant, it was at device battery depletion. There were no patient consequences.

Manufacturer narrative:
The complaint of premature battery depletion was not confirmed. Session record showed that device had exited shipped setting on the event date, and the battery status bar is consistent with battery usage after device exiting ship setting. Further analysis performed indicated normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.